Event description:
Reference MFR. Report number: 3006705815-2019-01526. It was reported that patient developed epidural abscess post scs trial. As a result, patient underwent surgical intervention to resolve the issue. Patient is also treated with antibiotics. Post procedure patient is doing better.